Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed, and the displacement test did not pass. It was stated that the device was dropped, but the drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. Cracked reservoir tube and cracked battery tube threads noted during visual inspection.